Event description:
(B)(4). It was reported that a vertier surgical table has a floor lock that is not functioning and will not control.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Product not returned to manufacturer. Evaluation summary: the vertier mobile surgical operating table is a class I, type b device used by surgical staff to position and support a pt for surgical procedures in a hospital operating room. It is primarily battery powered with an ac cable for recharge. The floor lock feet provide stability to the table when they are locked as well as allow the majority of the table's articulation. When the feet are unlocked the table can be moved around the operating room freely on the table wheels. In the event the table floor lock feet unlock during surgery then the table can be moved and there is a potential for pt injury as the table can be freely moved. However, in this case there was no pt involvement and no pt injury.